Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depuy drill bit was used to bust through distal cement. The bit broke off in the patients femur and was realized in the post op films. Surgeon did not want to go back in and retrieve the broken bit.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.